Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found ¿line going through center of image¿. Moreover, additional findings of a cut on the cable were discovered. Based on the results of the investigation, it is likely that the following led or traced to a component failure. A probable root cause cannot be identified. A labeling review was conducted using the product label ch-s190-08-lb. No anomalies were found. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device malfunctioned and noticed ¿line going through center of image¿. The issue happened in an unspecified procedure. There was a delay in care due to having to wait for a similar device to complete the procedure. There were no reports of patient harm.